Manufacturer narrative:
Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: unknown/not provided, as information was not provided. Section d6b - explant date: n/a - lens remains implanted. Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3 - the intraocular lens was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The 49th annual meeting of the japanese society of ophthalmic surgery academic exhibition 3 ¿ cataract: "cataract" title: two cases of postoperative rotation of toric intraocular lenses caused by dead bag syndrome introduction: postoperative fibrotic or proliferative changes in the capsular bag often develop soon after cataract surgery. In rare cases, however, the capsular bag remains transparent for several years after surgery, a condition referred to as dead bag syndrome (dbs). We encountered cases in which postoperative rotation of toric intraocular lenses was believed to be associated with dbs. A 54-year-old woman underwent cataract surgery in the left eye, and a diw225 +24.0 d toric iol was implanted. Gradual subjective astigmatism increased postoperatively, and by three months after surgery the lens had rotated approximately 30 degrees clockwise. An axis correction was performed three months after the initial surgery, but the lens rotated back to nearly the same position as before. The patient declined further intervention, and is being monitored. The capsular bag remains transparent, and lens rotation is observed at each follow-up visit. Dbs appeared to prevent the expected friction and stability between the capsular bag and the toric iol, which are normally generated by capsular contraction after cataract surgery. This lack of stabilization likely caused postoperative iol rotation.